Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, yellow and white particles in outer surface of the shell. Leak test didn't identify any opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient representative reported biocell textured implant caused "pain" and "capsular contracture, baker grade unknown." Patient representative additionally reported "disfigurement," "fear due to increased risk of alcl" and "mental pain and suffering" which are not device related. Additionally, physician confirmed left side capsular contracture, baker grade iii. Device has been explanted.